Event description:
Indwelling foley catheter inserted 2002. Found out of resident 9/02;upon inspection of catheter it was noted catheter was not intact. Resident referred to ER (hosp notified on transfer that retention of part of catheter was supected). Resident returned to facility with new catheter subsequently, complained of pain in abdomen; kub & cat scan done - remnant of retained catheter noted on cat scan - transferred to hosp for removal of retained catheter. -returned to the center after retained part of catheter removed, condition at that time - stable.